Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece was not working properly. When the trigger was pulled a clicking sound was heard. It was further reported that the handpiece also quit mid in-service and started and stopped on its own. There was no harm or delay reported, and any scheduled procedure would not be affected due to alternate available evaluation sets on site to provide replacement product if required.